Event description:
It was reported that patient underwent a revision procedure of his artificial urinary sphincter (aus) due to unknown reasons. Balloon was explanted and replaced.

Event description:
It was reported that patient underwent a revision procedure of his artificial urinary sphincter (aus). The physician performed a flexible cystoscopy and saw that the cuff was coapting, but most likely the patient would need an additional surgery to decrease the cuff size (believed due to atrophy). The patient specifically asked the physician to only replace the balloon. The patient did not want to deal with any scrotal swelling at all. Balloon was explanted and replaced.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.